Event description:
Same case as MFR report#: 2134265-2009-01859 and 2134265-2009-01864. It was reported that during an angioplasty procedure, a sheath split occurred. The 75% stenosed lesion was located in the mildly calcified and moderately tortuous left superficial femoral artery (sfa). Vascular access was obtained through the left brachial as the iliac had stents extending into the aorta. A 6.00mm x 2.0cm x 50cm peripheral cutting balloon was used for pre-dilatation of the lesion and was "slowly inflated to 9 atms". The peripheral cutting balloon was slowly, but completely deflated before withdrawal. The physician reported that resistance was encountered upon withdrawal. The super sheath was placed, and the physician had difficulty passing a catheter back to the iliac for an angiogram, therefore, the catheter was removed and blood pulsed out of the sheath. The super sheath was exchanged for an identical super sheath. It was noted that the super sheath was split. The physician did not think that the peripheral cutting balloon caused a dissection of the super sheath, (he reported that I did not think the balloon was the problem, I thought that my techs had bent the sheath several times during the procedure, and it split later. Had difficulty place a catheter through it and later noted split). Vasospasm was noted immediately after the exchange and verapamil was administered to the pt. The new super sheath was left in place overnight, as it was supposed to be used all night for blood pressure monitoring; however, it was clamped off and the super sheath and artery thrombosed the next morning. The pt was taken back to angioplasty suite for the removal of the thrombus. Tissue plasminogen activator (tpa) was administered and leakage was noted around the sheath. The physician noted a tear in the wall of the artery and could not control bleeding, therefore, a surgical repair was required that took 5 1/2 hours. It was reported that the final angiogram showed some arterial spasm as a result of irritation from the sheath being in the pt for a long time. On the arteriogram following the administration of the tissue plasminogen activator (tpa), it was reported that "all of the arteries in the left upper extremity were patent, and there was no dissection or vasospasm, but there was active extravasations at the site where the sheath entered the artery, the same size sheath was still in place". No further pt injuries or complications were reported. The physician later reported that "pt is great, and happy and not angry. Leg is better than ever. Arm has healed and is normal." The pt's status was reported as "fine".